Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer and was caused by medication preventing the drawer from closing. The customer reported that the drawer was recovered, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was showing "device not detected on bus." The customer attempted to recover the failed drawer, but it still indicated "maintenance required." The device was rebooted, and a power cycle was performed by unplugging the station for 2¿5 minutes and reconnecting it; however, the issue persisted and the drawer recovery failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.